Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that doctor had the plate in w/ screws but wasn't happy w/ the screw placements so he attempted to remove the screw, but the screws would not release from the plate. He pulled the plate out w/ the screws attached and put in another plate and completed the case successfully.